Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which is not correlates to the customer reported issue. Service confirmed the returned pump module is recall affected. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
It was determined that the proximate cause of the motor stall recall was identified. The source device is recall affected. It was determined the proximate cause of the bezel assembly replacement is the result of cracks/wear. It was determined the proximate cause of the ail assembly replacement is he result of wear. It was determined the proximate cause of the rear case replacement is the result of cracks/wear. It was determined the proximate cause of the membrane frame replacement is the result of an unsupported part (3rd party manufactured). It was determined the proximate cause of the pressure sensor replacement is the result of an electrical failure. It was determined the proximate cause of the replacement of the q1 and q2 transistor on the logic board is the result of a electrical failure.

Event description:
It was reported the device was damaged.